Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI). It was found that the implantable cardioverter defibrillator (ICD) went into backup operation during the MRI scan. The ICD was reset and restored via programming changes. There were no patient consequences.